Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left arm. A 8mm-80mm/130cm innova¿ stent was advanced to the target lesion. It seemed to be deploying fine, however, at the end of the deployment resistance was met and a piece of the stent broke off. A non-bsc stent was used to tack it down so it would not sling into the inferior vena cava. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova delivery system and no other devices. The innova stent was not returned. The outer shaft, middle shaft and the remainder of the device were checked for damage. The outer shaft was kinked and buckled at the nosecone. There also was a kink on the inner shaft at 9.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left arm. A 8mm-80mm/130cm innova¿ stent was advanced to the target lesion. It seemed to be deploying fine, however, at the end of the deployment resistance was met and a piece of the stent broke off. A non-bsc stent was used to tack it down so it would not sling into the inferior vena cava. The procedure was completed. No patient complications were reported and the patient's status was fine.